Event description:
A report was received from a user facility in (B)(4) stating: "cassette (tubing) clogged. No patient impact. They changed their cassette. This type of incident increases the quantity of ultra sounds delivered and requires the cassette exchange thus extending surgical time."

Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.